Manufacturer narrative:
The returned battery passed visual and functional testing. Log file analysis revealed multiple premature switching events. (B)(4) participated in these premature switching events. Log file analysis also revealed multiple critical battery alarms. (B)(4) participated in these critical battery alarms. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of four reports (3007042319-2015-02631, 3007042319-2015-02632, 3007042319-2015-02633 and 3007042319-2016-04393) submitted for devices related to the same event.

Event description:
It was reported that the "patient recognized that the controller changed from one power port to the other one before batteries are down to 25%." After review of "log files from manufacturer representative: some critical battery alarms detected and recommended to exchange two batteries and the controller." An elective controller exchange was performed and it was stated that there were no "effects on the patient, and that the patient was doing fine the whole time, without any symptoms." It was said the equipment was "replaced from hospital stock." No additional information provided.